Event description:
Upon turning on the oscillator, it shut down spontaneously. Three more attempts to start the oscillator resulted in automatic shut down. Providers noticed a burning smell coming form the oscillator which was replaced with a new unit. The patient was not harmed.